Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the monopolar curved scissors instrument was found to have abrasion at the tip. The procedure was completed with no reported injury.